Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced cardiac arrest as the patient was being transferred from the implant procedure. The device had been implanted without complication and there were no allegations from the implanting physician. It was reported that the patient was stable condition. The device remains in service.